Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin product was not dispensing in fractional units. The technical support specialist (tss) dialed into the server, logged into the patient encounter system, checked the settings for both med ids, and identified the differences. These details were shared with the customer via email, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es insulin product was not removing by fractional units. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.